Event description:
I received silicone breast implants in 1989. I was having no difficulties with the implants from the time they were put in until (B)(6) of 2014. I had fallen in the bathtub and the implant in my right breast ruptured. I developed a serious infection immediately following the rupture. The silicone is leacking into my system and continues to leak. Part of the silicone has been encapsulated within my breast, but is quite painful to endure. I have been told that it is medically necessary for my implants to be removed. However, it is still considered to be a cosmetic procedure and is not covered by my insurance. I am on disability and on medicare and medicaid. These insurance sources are not willing to cover the cost of the implant removal. I do not have $(B)(4) to pay a surgeon upfront for the removal procedure, but the implant rupture is continuing to make me ill. I am at an impasse and am unsure what else to do.